Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet for a mitraclip procedure. Patient had history of endovascular aneurysm repair. During the procedure, after atrial septal puncture, steerable guide catheter (sgc) was advanced into the left atrium, blood pressure decreased from 80mmhg to 40mmhg, and ventricular tachycardia (vt) occurred. Adrenaline was administered; cardiac massage and direct current defibrillation were performed. Sinus rhythm returned and hemodynamic stability was achieved when percutaneous cardiopulmonary support was placed. Physician suspected venous bleeding and patient returned to ICU. Open surgical intervention was performed. Abdomen has not yet been closed and a stoma has also been constructed. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on available information, the reported hemorrhage could not be conclusively determined. The reported hypertension, tachycardia, and dyspnea are cascading events of the hemorrhage. The reported patient effects of hypertension, cardiac arrhythmias, hemorrhage, and dyspnea, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet for a mitraclip procedure. Patient had history of endovascular aneurysm repair. During the procedure, after atrial septal puncture, steerable guide catheter (sgc) was advanced into the left atrium, blood pressure decreased from 80mmhg to 40mmhg, and ventricular tachycardia (vt) occurred. Adrenaline was administered; cardiac massage and direct current defibrillation were performed. Sinus rhythm returned and hemodynamic stability was achieved when percutaneous cardiopulmonary support was placed. Physician suspected venous bleeding and patient returned to ICU. Open surgical intervention was performed. Abdomen has not yet been closed and a stoma has also been constructed. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.